Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead exhibited erosion. As a result of the erosion the patient also developed an infection. The patient underwent a revision procedure where the physician repositioned and resutured the lead back in place. The physician did not believe that this would be a long term fix and has elected to continue to monitor the patient at this time. Subsequent information indicated that initially the physician believed there was an infection; however upon pocket opening no infection was present. The patient has been treated with antibiotics and will continued to be following closely. Subsequent information indicates that an exposed area was found in the pocket and the physician was planning to extract the system in the future. It was unknown whether or not a new system would be placed due to the patient's condition.

Manufacturer narrative:
Subsequent information indicates that this lead was extracted. The lead was cut and was sent to be cultured; therefore no product will be returned.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.